Event description:
A user facility reported that the plunger of the intraocular lens (iol) delivery system broke and damaged the haptic of the iol. It was reported that there was no pt impact associated with this event.